Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported device malfunction and the product was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of stenosis is listed in the xience prime everolimus eluting coronary stent system instructions for use (IFU) as a known patient effect of coronary stenting procedures. Based on the case information and related record review, a conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined and there is no indication of a product quality issue with respect to the design, manufacture or labeling.

Event description:
It was reported that on (B)(6) 2013, the patient presented with silent ischemia. A 3.0x33mm xience prime stent was implanted in the mid right coronary artery (rca) lesion and a 3.5x33mm xience prime stent was implanted in the proximal rca. On (B)(6) 2016, in-stent restenosis of the proximal rca, 3.5x33mm xience prime stent was noted. On (B)(6) 2016, an atherectomy and balloon angioplasty was performed as treatment. The patients condition improved. There was no additional information provided.